Event description:
It was reported that a spectrum pump under infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of ¿under infusing¿ could not be reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. The event history log was reviewed for the most recent days of customer use, as no event date was provided. The review showed no keystrokes, programming activity, or use related events that indicated or contributed to the reported issue. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.